Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had received medical treatment by paramedics on (B)(6) 2022 for hypoglycemia. The patient's blood glucose levels reached 172 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include the patient falling unconscious. The patient was treated with a shot of glucose. The patient was not hospitalized during this event.